Event description:
Home monitoring reported noise on the far field and atrial near field channel. In-office isometrics could not reproduce noise and all values were within range. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.